Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing lead impedance (pli) and increased capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed, and no indications of rv lead damage or dislodgement were noted. No intervention was performed, and the rv lead will be monitored. The patient was stable with no adverse consequences.